Event description:
It is reported that the device was implanted in 1999. It was revised in 2007, due to wear.

Manufacturer narrative:
Wear performance of a component is dependent on many factors, including pt activity and pt weight, many of which are out of the control of the manufacturer. The component in question was properly manufactured from approved materials in accordance with the mfg practices of the time. Probable cause is wear. The lateral posterior portion of the condyle has been completely worn away and the medial posterior portion exhibits significant wear. Device history records indicate device manufactured to spec. Scanning electron microscopy analysis showed pitting, scratches, foreign particles, delamination and material removal. Particles showing ti, ai, v and c, o elements were observed indicating that the particles were from tivanium implant and bone cement. Energy dispersive spectroscopy analysis of the insert material showed a carbon (c) peak in the spectrum that is typical of uhmwpe.